Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons require excessive force to obtain a response. There was evidence of keypad adhesive found under all key contacts. It was observed that all button key contacts do not spring back when pressed. Unrelated to the keypad complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
Patient reports for past few weeks up and down buttons are slow to respond. Patient does not clean pump. Patient wears in case on outside of clothing.